Event description:
The pt reportedly experienced sound quality and decrease in performance. Programming adjustments were made and external equipment was exchanged. However, the problem was not resolved. Surgery to explant the pt's device and reimplant with another device is being considered.